Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported high and low blood glucose. It was unknown that auto mode feature was active or not at the time of event. The insulin pump may be under-delivery or over-delivery. No further details were provided. Troubleshooting was declined by the customer. No further patient complications were reported. The customer will continue using the device and the device will not be returned for analysis.